Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) verified that the customer had not reported the issue, but the system had generated a remote alert indicating a degradation in the image processing computer's disk bay board. The issue was resolved by implementing philips correction 2021-igt-bst-020. After which, the system was restored to proper working order. The codes have been updated based on the investigation's outcome.